Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The integrated electrosurgical unit (iesu) was replaced to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. Half of the display was blank.

Event description:
It was reported that during a vinci-assisted simple prostatectomy surgical procedure, the customer informed the technical support engineer (tse) the erbe generator's display was half blank. They power cycled the erbe unit and the issue persisted. The procedure was completed with no reported injury.